Event description:
It was reported within a research study regarding tendril sts lead implants, there were reports of perforation, lead damage, helix anomaly, tricuspid regurgitation, failure to implant, and dislodgement leading to loss of left bundle branch pacing. No further patient information was reported.